Manufacturer narrative:
Device repairs for implementation of (B)(4).

Event description:
The customer reported that when admitting/discharging a patient, the surveillance blue screened and rebooted. There was no patient incident.